Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported via social media that their spouse had a false negative result with the binaxnow¿ covid-19 antigen self test otc performed on an unknown date with an unknown sample type. Spouse went to doctor the following day and had another test run which resulted in a positive result (unknown type of test performed). The spouse tested again the following day (two days after initial test) with the binaxnow¿ covid-19 antigen self test otc which resulted in a negative result. Consumer stated that their spouse had come into close contact which promted the initial testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.